Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridges did not fit onto the pump. No damage was noted on these cartridges. A third new cartridge was successfully loaded onto the pump. Customer's blood glucose level was 105 mg/dl.